Event description:
It was noted on (B)(6) 2013, when cannulating the coronary sinus there was a slight dissection occurred with this product. There were no associated adverse patient effects. There were no additional procedure or intervention. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).